Manufacturer narrative:
The customer-reported system malfunction alarms were confirmed upon review of the driver's alarm history and patient file data and reproduced during investigation testing. The root cause was determined to be a malfunction of the main printed circuit assembly (pca), as there was evidence of a blown (open) fuse in the left vacuum circuit. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4)follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm.